Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to have a chipped case and a cracked right plunger case. Device was powered on, confirming the reported customer complaint. Force sensor test was found at power up. The sensor was noted to be out of specification as a result of normal wear and tear.

Event description:
Information was received that device system failure forced sensor test. No adverse effects reported.